Event description:
Information was received indicating that this ambulatory infusion pump exhibited under delivery. The pump was set to deliver 92 milliliters however the actual delivered volume was 72 milliliters. No adverse patient effects were reported.

Manufacturer narrative:
See mfrs: 3012307300-2018-01718 and 3012307300-2018-01719.

Event description:
It was reported that a cadd® cadd® administration set had 16ml out of 92ml left in the cassette (18%) while the pump said 0 volume left. No report of any known impact or consequence to a patient.